Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed an elliptical cut on the tubing. The reported condition was confirmed. The root cause of this condition was attributed to manufacturing personnel oversight during the inspection of the set rejected by the ffs machine sensor. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink continu-flo solution set that was leaking from indentation on the tubing. According to the report, the set was spiked with a minibag of nacl before patient use. When the nurse was going to hang the bag/set to connect to the patient the leak was observed. It appeared the tubing came into contact with something hot and it melted the plastic causing an indentation and a small hole in which the solution leaked from. The leak is occurring between the drip chamber and the check valve. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.